Manufacturer narrative:
Brand name - the correct brand name is sterrad chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100. Lot number - the correct lot number is 159611-01.

Event description:
A customer reported a sterrad chemical indicator strips did not change color correctly after completed cycles in sterrad 100s or sterrad nx cycles. The affected loads were reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad chemical indicator strips not changing color correctly.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, retains analysis, visual analysis, concomitant product evaluation and system risk analysis (sra). The DHR was reviewed and all process specifications were met before the release of the product. Trending analysis by lot number was reviewed from 05/11/2016 to 11/07/2016 and no significant trend was observed. Retains testing was performed on thirty (30) chemical indicator strips of the same lot and all ci strips met specification for color change. The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad®100nx was tested by a field service engineer and replaced the vaporizer assembly, thermally cond. Adhesive, therm cable assembly, injector valve assembly and injector pump assembly to resolve the ci color issue. The unit met specifications after service. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The assignable cause of the issue was determined to be the sterrad 100nx. The parts were placed and the unit met specifications after service and the issue was resolved. The issue will continue to be tracked and trended.

Manufacturer narrative:
Has been corrected to the following statement: a customer reported a sterrad® chemical indicator strip did not change color correctly after a completed cycle in sterrad® 100s. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.